Event description:
It was reported to baxter (B)(4) that a colleague infusion pump was involved in a collapsing set incident during a propofol (non baxter drug) infusion to an unidentified patient. The pump did not alarm for the occlusion and continued to infuse at a lesser rate resulting in less drug effect on patient. No patient injury or medical intervention was reported. The master software version of this device was 5.80.92, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). According to the customer, the device is not available to be returned to baxter for evaluation. Therefore, the reported condition cannot be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been returned to baxter service for the reported condition. (B)(4).